Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a totally extraperitoneal hernioplasty, when the urologist was trying to use the balloon to create the pre-peritoneal space, the balloon could be inflated normally. Visually, the outer tube was concave, making the sc ope unable to be put in. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The visual inspection of the returned device noted that the balloon, the main valve seal, and the converter doors were intact. The cannula was bent at the proximal end. The obturator was received. The insufflation bulb was received. A visual inspection of the returned picture depicted the balloon in a bag which was very difficult to see into. There was a fuzzy view of the insufflation bulb, a partial view of a converted door, and an unclear view of the proximal end of the obturator. Functional testing found that when the balloon was inflated, it was properly formed and no leaks were detected. The flapper valve door, when actuated, opened and closed securely. The obturator could not be inserted into the cannula due to the damage. It was reported that the instrument was bent and inserting instruments through the port was difficult. The reported issues were confirmed. The product analysis noted evidence that the devi ce was not used as intended. This issue can occur when contact is made with a cauterizing instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.